Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted umbilical hernia ipom surgical procedure, the fenestrated bipolar forceps instrument jaws became spread and was not able to be controlled. The procedure was completed with no reported injury.

Manufacturer narrative:
The reported event with the fenestrate bipolar forceps instrument could not be replicated nor confirmed. Visual inspection-external, visual inspection-internal, manual articulation of inputs, recognition, engagement, and intuitive motion tests/ inspections were performed, and the complaint could not be reproduced. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The instrument was fully functional. The root cause is not determinable/applicable.

Event description:
Refer to h11 for follow-up information.